Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the unit disconnect alarm is not working. The unit has 4.9 hours on it. Out of box failure.